Manufacturer narrative:
(B)(4). Damaged cartridge lockout tab. Additional information was requested and the following was obtained: did the device deliver a complete staple line and not cut? Do not know. Was not in case and cannot get in touch with those in the room. Please clarify what is meant by stapler misfired. Were the staples formed properly? Do not know. No additional information available. How was the procedure completed? I assume another ets35mm was opened and used but do not have verification of that. Was there any patient consequence? None that I am aware of. On what tissue type was the device used? At what location on the tissue? Do not have additional information. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) Do not know. No additional information available. What color cartridge was being used? It was an atw35 so I would assume a white vascular reload was used. Was buttressing material utilized? If so, which product? None that I am aware of. Was the instrument fired across or near an existing staple line or clip? Do not have access to that information. Were any unexpected noises heard? If so, when? None that I am aware of, were any of the forces higher or lower than expected (closing, firing, or opening)? None that I am aware of. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Do not have access to that a information was there any difficulty removing the device from the tissue? If yes, how was the device removed from the tissue? Was there any damage to the tissue? Do not have access to that information. The analysis showed that the atw35 device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the stapler misfired and did not cut. It is unknown how the case was completed. There were no patient consequences reported.